Event description:
It was reported that the device was explanted in 2008, due to unknown reasons. Implant duration zero days. No further details were provided. Information learned form implant patient registry.

Manufacturer narrative:
Device not returned.